Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly and no unexpected battery power loss anomaly noted during test. Device received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose level of 600 mg/dl. Customer declined to troubleshoot for high readings. It was also reported that insulin pump was dying on customer without low battery reminder and had diminished battery life. Battery compartment of insulin pump had crack. The insulin pump will be returned for analysis.